Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported the patient underwent replacement of their ipg 15 july 2024. There were no complications. Effective therapy was restored. The explanted ipg was disposed of.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has migrated following a fall. The ipg also reached its normal end of life. As a result, surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op.